Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp in 2008, that a bagley stone retrieval helical basket was used during an ureteroscopy procedure on two days earlier. According to the complainant, during the procedure, the basket would not open and close. Procedure completed with another bagley stone retrieval helical basket. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."